Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Calcification).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 % stenosis degree) in a moderately tortuous part of the proximal lad. After pre-dilation of the lesion, the affected orsiro mission was introduced into the patient's body but was unable to pass through the lesion. During the crossing attempt "the stent was turned over (deformed) by the calcification [...] While the catheter was being pushed". The affected device was withdrawn. Thereafter, an attempt was made to place a competitor's stent by use of an extension catheter but failed. An orsiro mission 2.25/26 was successfully implanted.